Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-01052019-0000422869 submitted for adverse event which occurred on (B)(6) 1995. Mwr-01052019-0000422907 submitted for adverse event which occurred on (B)(6) 2009. Mwr-01052019-0000422921 submitted for adverse event which occurred on (B)(6) 2010. Mwr-01052019-0000422926 submitted for adverse event which occurred on (B)(6) 2010. Mwr-01052019-0000422934 submitted for adverse event which occurred on (B)(6) 2011. Mwr-01052019-0000422944 submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 1987 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(4). No additional information was provided.